Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens broke during implantation. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner; however, a photo was provided for review. Photo provided shows the injector placed in front of the system pack, with the plunger fully depressed (part of plunger soft tip in the nozzle). Injector disassembled, and one flap placed next to the injector body. Lens not included in the picture therefore it is not possible to verify its condition. Injector disassembly represents deviation from IFU. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 103226829 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to determine the root cause of the event.

Event description:
On 9th june 2026, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the lens broke during implantation necessitating lens explantation and exchange.